Event description:
Physician reported the surgical removal of an implant due to the suspicion of rupture. During explant the physician reports finding a large amount of "periprotesic liquid" and the device was observed to be intact at explant. Pathology was completed on the left capsule and found no "tumoral formation" and histological markers cd30 +, cd3+, akl-, ame- and cd20- were confirmed. The physician also reports the patient presented with a capsular contracture (baker grade unknown). Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl, seroma-late, and capsular contracture baker grade unknown.